Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that 3 pen ndl 32g 4mm pro 14 bag 700 case jpx were difficult to operate during use. The following was reported by the initial reporter: according to the report from the customer (pharmacy), the patient who switched to pro is complaining that he/she has difficulty injecting the pen needle and the needle npe easily becomes bent, compared with the previous pen needle. The pharmacist states that this could be due to the patient's manipulative techniques but the patient had been able to handle the previous pen needle with no problem."